Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log could not be retrieved because the receiver does not boot up. The receiver does not boot up and re-initializing continuously, the customer complaint could not be confirmed due to receiver does not boot up and is re-initializing continuously. The reported event of an error icon display was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on wed apr 12 18:09:50 edt 2017 with MFR# 3004753838-2017-03344. The ack3 was received on wed apr 12 18:09:50 edt 2017 with coreid: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error 121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.